Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated and a loss of connection was found. However, the device operated within specification. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.